Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the analysis confirmed the reported difficult to re-insert the guide wire through the exit port of the sheath. During lab testing, a standard 0.038 proxy guidewire was inserted into the guide wire exit port using the j-tip. Resistance was encountered at the proximal end of the angle-cut single lumen insert, which is inside the sheath. The sheath was dissected at the area, and a gap was found between the single lumen insert (angle-cut) and over-molded material and the gap were measured approximately 0.1285 inches. While a search of the lot history record for this specific lot indicated no related non-conformance records and a similar incident query in the complaint database indicated no similar events, based on an expanded investigation, a possible product issue related to the difficulty to insert guide wire through the guide wire exit port occurred. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Event description:
It was reported that suture placement was successful in the mildly calcified and mildly tortuous right common femoral artery using the perclose technique prior to a thoracic stent graft implantation interventional procedure. The arteriotomy was 8f and was upsized to 18f for the interventional procedure. After the thoracic stent graft implantation procedure, during the arteriotomy closure, a second proglide device was successfully deployed. Reportedly, for both proglide devices there was difficulty reinserting the guide wire into the wire lumen of the proglide device after suture placement. For both devices: it was impossible to re-insert the wire with the soft tip, the guide wire was removed, turned around and the stiff end was used to cross the wire lumen. The wire was then removed, turned around and the soft tip could be inserted. The sutures of the two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps, used with a 18f sheath. Per the instructions for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second proglide device referenced, is being filed under a separate medwatch MFR number.